Manufacturer narrative:
H.4: correction to device manufacture date from 07/04/2019 to 07/09/2019. A batch record review was performed. No non-conformance report (ncr) related to complaint issue were initiated for complaint order during production. No samples were received. A picture is received and evaluated. Hair is observed. Defect is confirmed. Root cause investigation was performed for ¿product with hair into package¿. On a base of the available information the investigation reveals: the possible causes for the issue are: noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process; cap does not provide full cover of hairs. The contributing cause for the issue is: operator mistake during operational control of packaging. This is not an isolated case but, based on distribution of complaints by production date there is stable decrease of complaints in comparison with previous year. No corrective actions are recommended to implement. Retraining of production operators on (B)(4) and (B)(4) within annual training (planned february-march 2020) must be performed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3007966929.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 3007966929-2019-00327 / device 1 of 1. (B)(6). Distributor: (B)(4). Common device name ¿ catheter and tip, suction. PMA /510(k) - exempt. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)94).

Event description:
It was reported by the product distributor, that a customer found a "potential contaminant (hair) into the device". A photograph depicting the reported complaint issue was submitted by the complainant. The product was not used, no harm reported.